Event description:
On may 21, 2024, a reporter from a hospital contacted lifescan (lfs) japan, alleging that the onetouch verio vue meter read inaccurately high compared to a laboratory method. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that on may 21, 2024, at around 1:00 pm, a patient who was undergoing dialysis as an outpatient was brought to the emergency department with a decreased level of consciousness. As hypoglycemia was suspected, the patient¿s blood glucose was measured with the subject meter and since the measurement value was normal at ¿109 mg/dl¿, it was decided to hospitalize the patient and they were sent for other tests. At this point, only intravenous fluids were administered, and no glucose or insulin administration was performed. 1 hour later, a laboratory blood glucose result of ¿39 mg/dl¿ was received and glucose was administered, and the patient began to regain consciousness. The reporter stated that if hypoglycemia had been detected at the time of the first blood glucose measurement, it could have been treated on the spot and hospitalization may not have been necessary. At the time of troubleshooting, the cca determined that the unit of measure was set correctly and that an approved sample site was used for testing. A replacement product was provided. This complaint is being reported because the patient reportedly required hospitalization after treatment was delayed due to an alleged inaccurate high result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.